Event description:
It was reported that an xtra-silent nite slide-link fractured, and a connector broke off.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additonal information h11: a non-visual device investigation has been completed and the results are as follows: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off from the device and caused a part of connector to detach. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. This would then cause the connector to detach from the device as well. Fmea review results: in reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "production" process aspect. Failure mode - anchors break off - aspirated. Causes - incomplete curing. Light box was not calibrated or maintained. Effects - patient injury. Severity - 4 (critical - device failure causes serious injury requiring surgical or medical intervention to prevent death or irreparable impairment. Medical device is inoperable and will not be discovered before use with patient). Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - maintenance and scheduled calibration per our pros should lower the risk of using units that were not calibrated or maintained. Rpn final - 4 (low risk). This is not a new failure. The manufacturer internal reference number is: (B)(4). .